Manufacturer narrative:
The reported event 'that the patient had a tenolysis and hardware removal due to adhesion(s)' could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
A retrospective data collection of the treatment of femoral fractures with the variax 2 distal radius and variax 2 distal ulna systems was conducted to collect safety and efficacy/performance of the variax 2 distal radius and variax 2 distal ulna systems. It was found that one patient had a tenolysis and hardware removal due to adhesion(s).